Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient via remote transmission. Review of transcripts revealed inappropriate high voltage rate episodes due to right ventricular lead noise oversensing noise. The patient presented in clinic on (B)(6) 2020 for programming changes. Patient was stable throughout event.